Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that prior to use of cs300 intra aortic balloon pump, the user preferences button did not work. There was no patient involvement. There was no injury reported.

Manufacturer narrative:
Cs100 upgraded to cs300. The product details of cs300 are not available. Updated fields - b4, e1(initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6(health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the issue. The unit passed all functional and safety tests per manufacturing specifications and was returned to the customer.